Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit's exhaled vts are off by 100 ml. Fsr inspected the flow sensor port and it was missing o-rings and the face plate. Replaced missing parts and unit's vts were back within spec. Unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has low volumes. The reporter confirmed that there is no patient involvement associated on this event.